Manufacturer narrative:
H3 other text: device evaluation anticipated, but not yet begun.

Event description:
Prior to clinical use, the system displayed multiple system fault messages and exhibited uncommanded rotational movement. Attempts to clear the faults and reboot the system were unsuccessful. The patient was present in the room but was not positioned in the unit at the time of the event. The device was removed from service for evaluation. No patient injury or adverse health consequences were reported. No further information is available at this time. When additional information is received, a supplemental report will be filed.